Event description:
Procedure type: lap gastric sleeve. According to the reporter, half of the instrument tip broke as the surgeon was cutting through the fat layer. The surgeon withdrew the visiport and used a new instrument to complete the procedure. The device tip was later found on the drapes. Surgeon claims that force was not used as the patient was extremely obese, and he was being extra careful in view of the depth of fat. The operating time and incision were not extended as a result. No patient injury was reported.